Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no holes, rips, tears found at the bifurcation area. The sample was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. The sample undergone a 7 day leak test and no signs of leaking was observed. Dissected and inspected rubberize layer and found no conditions that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients who are or have been allergic to natural rubber latex patient with known allergy to silver-containing catheter" (B)(4).

Event description:
It was reported that urine leakage occurred around the bifurcation area of the catheter, after placement. Upon inspection at the facility, the user confirmed that there was a crack on the catheter. Therefore, the catheter was replaced. The catheter was inserted into the patient in an emergency room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage occurred around the bifurcation area of the catheter, after placement. Upon inspection at the facility, the user confirmed that there was a crack on the catheter. Therefore, the catheter was replaced. The catheter was inserted into the patient in an emergency room.